Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump (iabp) pressure reading showed inaccurate.

Manufacturer narrative:
Updated fields - b4, g1 contact person ¿ mfg site, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse connected a system trainer and blood pressure readings were within specifications. The fse also verified that the blood pressure gain test and external monitor blood pressure gain test and all readings were within specifications. The fse performed a preventive maintenance (pm) with full calibration. The unit passed all functional and safety testing. The iabp was returned to the customer.

Event description:
N/a.